Event description:
It was reported that the system was completely explanted due to wound infection. The location of the issue or symptom was the device pocket. It was noted a culture was taken but the infection type was unknown. It was further noted that antibiotic treatment was necessary. The patient¿s status was alive with no injury.

Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 97740. Serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).